Event description:
The catheter was placed in 2007. The nurse noticed that the catheter had broken that same day. The catheter was removed by the fingers. No harm to the pt.

Manufacturer narrative:
The sample was returned on 18 june 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted. Date submitted: 20 june 2007.